Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the audio alarm of a pt101 airvo2 humidifier was not functioning. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint airvo humidifier was received at our f&p regional office in france, where it was inspected by a trained f&p technician. The device was performance tested and the audible alarm function was checked. Results: during testing the airvo unit turned on and functioned and an audible alarm was heard. Conclusion: no fault was found with the returned complaint airvo the reported fault by the customer could not be replicated. The user manual warns the user: "prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section." The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A hospital in finland reported via a fisher & paykel healthcare (f&p) field representative that the audio alarm of a pt101 airvo2 humidifier was not functioning. There was no patient consequence.